Event description:
A malfunction was reported on a pump, but there were no notable events prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if any further issues arise.